Manufacturer narrative:
Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that, following intraocular lens (iol) implantation, a patient became myopic of -1.5 diopter (d) and was very dissatisfied. The patient's daily activities were significantly affected. Customer indicated that it was necessary to perform an iol explant and another iol needed to be implanted. There was no incision enlargement, no vitrectomy and no sutures done.

Manufacturer narrative:
Additional information: additional information received and the following fields were updated accordingly: a4. Patient weight: 70 kilograms. A5. Ethnicity: not hispanic/latino. A5. Race: white. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on feb 23, 2024. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the lens reveal that it was cut in half with one half missing. A detached and missing haptic was also observed. Due to the return condition of the lens, no further product evaluation could be performed, and no issues that could contribute to the complaint issue could be identified. The complaint issue explant and unexpected postop refraction were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. The product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.